Manufacturer narrative:
(B)(6).

Event description:
It was reported that device entrapment occurred. The patient presented for percutaneous coronary intervention. A 2.25 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the device got stuck with a non-boston scientific guidewire. The device was removed with the guidewire as a unit and the procedure was completed with another of same device. No patient complications nor injuries were reported.